Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
During a lead replacement on (B)(6) 2024 (related manufacturer reference number 3006705815-2024-07193) the tip of the anchor was too deep making it difficult to be remove. The anchor was fractured during surgery and was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data. D6b - date of explant. H6 health effect - impact code. It was reported to abbott a patient underwent a revision to add or replace a lead. In the or the physician disconnected one lead from the extension and try to test the lead with a trial cable and an epg. Four contacts had high impedance. The physician decided to replace that lead. While removing the lead it was found the swift lock anchor was broken. The tip of anchor could not be removed because it was too deep. The physician decided to close the implant and to revision the system with a neurosurgeon. Surgery took place (B)(6) 2024 where the lead and anchor were explanted. A new lead was implanted. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.